Event description:
It was reported by the sales rep that the hand piece was leaking at the cutter release switch. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
In (B)(4) 2008 the handpiece involved in the reported event was evaluated. During the eval the tech noticed that the o-ring was not sealing properly. The hand piece was repaired and returned to the customer. No other info has changed.